Event description:
It was reported that upon deployment, the stent graft moved away from the target site by approx 3 cm. Using a balloon catheter, the physician successfully moved the stent graft back to the desired location. The stent graft was post-dilated and the procedure was completed without injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.